Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, r waves sensing decreased as the procedure continued. Repositioning of the lead yielded similar results. After the third attempt, with continued diminishing r waves and no current of injury on the pacemaker system analyzer, the physician elected to use a new lead. The lead was explanted and replaced. Tissue was observed to be on the explanted lead. The patient had no consequences from the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.